Event description:
The customer reported a falsely decreased alinity I progrp generated by the alinity I processing module for a patient. The result was questioned by the physician as it was not consistent with the patient¿s clinical picture. The sample was repeated on another analyzer and the result was higher. There was no information on the patient¿s diagnosis. The following data was provided: on (B)(6) 2024, sid (B)(6), progrp result = 1.67 pg/ml (B)(6). Repeat result on another analyzer (B)(6) = 1,360.02 pg/ml . There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). The field service representative (fsr) inspected the instrument and performed extensive troubleshooting to resolve the issue. The fsr replaced the 2500 l pump, the bulk solutions, the dispense 2-way manifold valve, and the dispense manifold bypass valve, which resolved the issue. These parts were deemed the likely cause of the discrepant results. The module function was verified with a control run. An instrument service history review revealed no additional service tickets associated with discrepant or erratic patient results reported for (B)(6). A review of complaint and trending data did not identify an increase in complaint activity for the alinity I processing module, the likely cause parts, or discrepant results as described in this complaint. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the likely cause parts was identified.